Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: a patient underwent a filter placement procedure in which a celect-pt was implanted. Filter deployment was normal, and the filter appeared straight and appropriately positioned in imaging. The patient was later brought back for a filter retrieval procedure, and it was then observed that the filter was slightly tilted with no contact to caval wall. Furthermore, it was also noticed that the filter had lost one of the secondary filter legs, which was floating freely next to the filter, but held lightly in place by a bit of thrombus that was sitting on the hook. The user succeeded in first removing the filter and then the unattached leg. The patient did not experience any adverse events due to the product failure, nor were any additional procedures necessary. A celect-pt filter missing a secondary filter leg was returned and evaluated in the complaint investigation. A sem analysis in the product evaluation showed a narrowing in the area the leads to the fracture and evidence of force pulling away from the fixation of the leg. Furthermore, a groove in the bushing was observed next to the fractured leg, which matches the mark a filter leg would make if it was pulled outwards. Narrowing in the fractured area confirms outwards influence of forces. No material defect was observed, and all measurements of the returned filter were in accordance to specifications. The exact cause for the reported event cannot be established. The time between filter placement and filter retrieval is unknown. There are adequate controls in place to ensure the device was manufactured to specifications. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). PMA/510(k) k171712. Investigation is still in progress.

Event description:
Description of event according to initial reporter: on (B)(6) 2019 a (B)(6) male patient underwent a filter placement procedure in which the cook celect platinum navalign jugular vena cava filter set, g34309, was placed. Filter deployment was normal, and the filter appeared straight and appropriately positioned in imaging. When the patient was brought back to retrieve the filter it was slightly tilted (no wall contact). It was also evident in the initial cavagram that the filter had lost one of the secondary legs. It was floating freely next to the filter, held lightly in place by a bit of thrombus that was sitting on the hook/collet. The physician was able to remove the first filter, then the unattached leg. Patient outcome: the patient did not experience any adverse events due to the product failure, nor were any additional procedures necessary.